Manufacturer narrative:
Additional information received indicates that there was no device issue with the 6f 11cm brite tip sheath. The 6f 11cm brite tip sheath was not the cause of the adverse events. As reported, after inserting a 6f 11cm brite tip sheath with a 6f exoseal vascular closure device (vcd), the white marker band turned red as the user was retracting. The user re-inserted slightly to get to the right position, however, the white marker band never displayed appropriately. The exoseal was deployed, but manual pressure was held for twenty minutes (ten minutes by the physician and ten minutes by the nurse). The groin was heavily calcified which may have contributed to the failed close. All steps were followed according to the instructions for use (IFU). The patient was being treated for peripheral artery disease (pad). The stick location was in the right groin and treatment was on the left leg. About 30-45 minutes later the physician was called and informed that the patient's blood pressure was dropping. The patient was moved to the intensive care unit (ICU) and passed away about eight hours after the close. Additional information received indicates that there was no device issue with the 6f 11cm brite tip sheath. The 6f 11cm brite tip sheath was not the cause of the adverse events. The physician has used the exoseal vcd 100 times prior to this procedure. There was no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath was not kinked/bent. The angle of access was between 30 and 45 degrees. The vascular sheath introducer was not rotated 180 degrees before trying to re-advance the exoseal vcd. There was no excess force applied during insertion. The vascular sheath introducer had been retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician had the thumb placed on the plug deployment button during retraction. The indicator window did not showed any red color during retraction until the appropriate time. It was possible that the plug being deployed intravascularly. The patient did not showed any signs and symptoms of distal blood flow occlusion. The patient was not treated to restore distal blood flow. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A product history record (phr) review of lot 17716898 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿indicator window ¿ incorrect indication¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the information available for review, access site vessel characteristics (¿the groin was heavily calcified which may have contributed to the failed close¿) most likely contributed to the incorrect indication noted during retraction and the failed closing as reported. A drop in blood pressure can be a symptom of a serious issue. The most likely cause of a blood pressure drop following any catheterization procedure closing is a hemorrhage. It was reported that closing with the exoseal failed and 20 minutes of manual compression was applied to achieve hemostasis. It is possible that the plug did not deploy at the intended location, and that manual compression was not successful. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the plug at the arteriotomy. Patient factors, pharmacological factors are possible causes of the drop in blood pressure and the subsequent death. However, as the cause of the dropping blood pressure and death was not provided, therefore, it is not possible to determine what factors most likely contributed these events after use of the exoseal. According to the product instructions for use (IFU), which is not intended as a mitigation, users are cautioned that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Avoid the use of exoseal vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. Furthermore, the exoseal vascular closure device states that procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program. It also cautions if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Further retraction of the exoseal vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after inserting a 6f 11cm brite tip sheath with a 6f exoseal vascular closure device (vcd), the white marker band turned red as the user was retracting. The user re-inserted slightly to get to the right position, however, the white marker band never displayed appropriately. The exoseal was deployed, but manual pressure was held for twenty minutes (ten minutes by the physician and ten minutes by the nurse). The groin was heavily calcified which may have contributed to the failed close. All steps were followed according to the instructions for use (IFU). The patient was being treated for peripheral artery disease (pad). The stick location was in the right groin and treatment was on the left leg. About 30 -45 minutes later the physician was called and informed that the patient's blood pressure was dropping. The patient was moved to the intensive care unit (ICU) and passed away about eight hours after the close. Additional information received indicates that the physician has used the exoseal vcd 100 times prior to this procedure. There was no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath was not kinked/bent. The angle of access was between 30 and 45 degrees. The vascular sheath introducer was not rotated 180 degrees before trying to re-advance the exoseal vcd. There was no excess force applied during insertion. The vascular sheath introducer had been retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician had the thumb placed on the plug deployment button during retraction. The indicator window did not showed any red color during retraction until the appropriate time. It was possible that the plug was deployed intravascularly. The patient did not show any signs and symptoms of distal blood flow occlusion. The patient was not treated to restore distal blood flow. The product was removed intact (in one piece) from the patient.